Manufacturer narrative:
As we have been informed by the distributor via phone the instrument in question is said to have failed during procedure. Neither the instrument was returned nor the production lot number could be provided, what made further investigations impossible.